Manufacturer narrative:
As reported a patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused tilting. The patient reported becoming aware of tilting of the filter, approximately sixteen years post implant. The patient also reported to have been hospitalized twice for a stroke post implant and experienced weekly transient ischemic attacks (tia), chest pain and anxiety related to the filter. The information provided also indicated that the patient had a cordis type filter, according to imaging. The type of filter was not identified, and the exact implant date is unknown. Two abdominal computerized tomography (CT) scan images were received, the images depict an inferior vena cava (ivc) filter, a radiological report was not provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stroke is a sudden interruption of the blood supply to the brain. Most strokes are caused by an abrupt blockage of an artery (ischemic stroke). Other strokes are caused by bleeding into brain tissue when a blood vessel bursts (hemorrhagic stroke). Transient ischemic attacks, also known as mini strokes, are a temporary interruption of blood supply to the brain. These events including chest pain and anxiety do not represent a device malfunction and may be related to patient specific underlying issues such as patient, pharmacological and vessel characteristics. Post implant imaging has not been provided. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. With the limited information provided a correlation between the device and the events could not be clarified or confirmed. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. According to the information received in the patient profile form (ppf), a cordis type filter was identified per scan imaging done. The type of filter was not identified, and the exact implant date is unknown. Additionally, two images of an abdominal computerized tomography (CT) scan received for review appear to show an inferior vena cava (ivc) filter; however, a radiological report was not provided. The patient reports tilting of the filter, becoming aware of this event approximately sixteen years after the filter implantation. The patient further asserts to have been hospitalized twice for a stroke post implant and experienced weekly transient ischemic attacks (tia), chest pain and anxiety related to the filter.